Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre sensor gave readings of 8.0 mmol/l and 10.0 mmol/l that were lower in comparison to readings of 33.6 mmol/l and 27.8 mmol/l obtained on an unspecified meter. The customer experienced symptoms of thirst and fatigue. The customer self-treated with 20 units of insulin and then administered an additional 20 units of insulin per the advice of a healthcare provider, and self-presented to the hospital. At the hospital, the customer obtained an hcp device reading of 28 mmol/l, was diagnosed with hyperglycemia and received "glucose in form of a sandwich and milk." It should be noted that the treatment of glucose is inconsistent with the reported diagnosis. There was no report of death or permanent injury associated with this event.